Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow during infusion. The reporter stated that fluids were pulling from the primary bag rather than the secondary bag. The secondary bag contained unspecified antibiotics. The secondary set was attached to the top y-site of the primary set. The reporter stated that the hanger was in use and was fully extended, and that the on/off clamp on the secondary set was opened. There was no patient injury or medical intervention associated with this event. No additional information is available.